Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to compromised low-voltage capacitors, which resulted in a high current condition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion and returned. There were no field allegations. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.